Event description:
Patient's husband reported his wife went to the ER due to elevated bg readings. Patient had high bgs (specific levels not provided) while wearing "3 consecutive pods." Husband is concerned that the source of the problem is with the pdm. The following readings were taken minutes apart: 99 mg/dl, felt high so checked again, and it read 200 mg/dl, 140 mg/dl, checked again and it read 350 mg/dl. At the time of this call, patient was on her way home from the ER. The pdm was returned for investigation.

Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to the device reading inaccurately. The bg meter was thoroughly evaluated - all readings tested fell within the specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other tests performed on the pdm confirmed that the device was functioning as designed. Based on the investigation results, there is no indication of any pdm failure that would have contributed to the erroneous bg readings. No problems were found. The omnipod's user guide instructs users to perform a control solution test when: inaccurate results are suspected, if the test results are not consistent with how you feel, or when it's suspected that the bg meter or test strips are not working properly. If control solution test results continue to fall outside the range printed on the test strip vial, the user guide advises: the omnipod system may not be working properly, do not use the system to test your blood glucose, call customer care. Bgs should be tested with an alternate, back-up meter. The user guide warns," ...if you experience unexpected elevated blood glucose levels, change your pod." Product lot qualification records were reviewed and found to have met all acceptance criteria.